Event description:
Ventilator stopped cycling air, pt became distressed, ventilator disconnected from ett, pt drew long breath, spontaneously breathing, o2 sat maintained greater than 95%. Respiratory therapist paged stat ventilator checked and replaced. Hrs 14964.5